Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the up and down arrows button and sometimes act button was less responsive as well as buttons was harder to press and up and down arrows, sometimes act button had to press twice. Customer¿s blood glucose level was unknown. Customer stated that screen was starting to peal a little bit and some batteries last 1 day and only show one bar. Troubleshooting was not performed. The device will not be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) down button dome switch. No unlocked lcd keypad connector noted. However, device passed operating currents, self-test, a21 error test and displacement test. No unexpected low battery alarm noted during testing. Device had minor scratched lcd window. (B)(4).